Event description:
It was reported the patient experienced ineffective stimulation and experienced a lot of headache pain. Initially, two leads were placed occipitally (back of the upper part of the neck) and tunneled down the neck to the torso. The leads were connected to the extension on left side. After the initial implant, the patient received very good paresthesia in both leads with no issues. However, over time, the paresthesia stopped from one of the leads and a red line that seemed to be in the subcutaneous space all along where the lead was implanted (from the electrodes all the way down the neck and shoulder). Also, the patient mentioned that he suddenly received a sharp stabbing and burning pain in his shoulder, which he never had before and felt it may be lead related. The two leads were isolated to two programs on each side to cover occipitalis headaches. Program 1 on the left side from electrode 8-15 and program 2 on the right side electrode from 0-7. The patient felt paresthesia on the left side at 0, 7 volt just around the lead. On the right side, the patient felt a burning stimulation in the trapezius muscle at 4, 1 volt. The stripes (red lines) in neck were from the stimulation on the right side, where the patient could feel burning stimulation in the trapezius muscle. The connector or electrode wire seemed to be in contact with tissue in the neck area. X-rays were taken and the leads appeared to be placed correctly. Impedance measurements were ok. Group impedance measurement showed a high current in program 1 which was a normal measurement. Later, the lead was checked for error and the lead was not in the correct location. The patient was sent home with the left lead at 0, 7 volts and the right lead at threshold 3, 6 volts, but it still appeared to be in the muscle. The patient was noted to be ok, but "irritable". The lead on the right side was expected to be replaced in (B)(6) 2010. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).